Manufacturer narrative:
Device received no button response due to corroded keypad traces. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the buttons were not responsive. Customer's blood glucose was 124 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.